Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. Based on the reported event, it is presumed that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
On january 15, 2020, olympus medical systems corp. (Omsc) received literature titled ¿risk factors of post-endoscopic submucosal dissection electrocoagulation syndrome for colorectal neoplasm¿. The literature reported the result of the incidence and clinical risk factors of post-esd electrocoagulation syndrome (pecs). A total of 776 consecutive patients, who underwent colorectal esd between july 2010 and december 2015, were enrolled in this retrospective study. In the subject procedures, it was reported that perforation related to esd occurred in 40 cases. The literature indicated that kd-650q or kd-612q might be used for the dissection during the esd. However, the model number was not identified. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. This is 17 of 40 reports on the perforation.